Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount. The customer reports that nurse have been saying that the pumps are infusing the chemotherapy too fast (programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The date of event on the initial manufacturer report was incorrect and has been updated.